Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the front panel switch not functioning could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported, that the narrow band imaging (nbi) function does not change, using the front panel selection button to go back to white light on the evis exera iii xenon light source. No patient harm was reported. The intended procedure was diagnostic.

Manufacturer narrative:
The device has not been returned for evaluation. The investigation is ongoing. And follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.